Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1276537 were released in accordance with abbvie¿s procedures and there were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation, this code is classified as medical event; also, this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl ¿ suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "biocell", "possible bia- alcl, capsular contracture IV, pain". Device status is unknown. Record is for left side. Histopathological markers of cd30+ and alk- have not been provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, lymphoma-alcl-suspected.

Event description:
Healthcare professional reported "biocell", "possible bia- alcl, capsular contracture IV, pain". Device remains implanted. Record is for left side. Histopathological markers of cd30+ and alk- have not been provided.